Manufacturer narrative:
The complaint allegation is not confirmed. One unpackaged ar-9510-2, univers revers¿ lever-locking broach handle, batch number, 052246-r, was received for investigation. Visual evaluation noted signs of wear and tear: discoloration and strike marks on the impactor handle. A functional test with ar-9510-14 found that the returned device connected and locked on to the mating part without issues. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the device broke. The device is still stuck in the device ar-9510-2, batch: 052246-r. The surgery was finished successfully. No further information received. Update kpilz 03-dez-2024: further information were received that the device broke during a shoulder prothesis surgery. The device broke outside of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.